Event description:
I use a resmed s9 CPAP machine with a resmed h5i humidifier for sleep apnea. I woke up yesterday morning with a headache and sore throat and the strong smell of burned plastic coming through the mask. After checking the CPAP machine I decided the source was the humidifier and I had been inhaling these fumes for probably much of the night. Under the right conditions, I worry this problem could lead to serious complications. Retailer: (B)(4), retailer state: (B)(4). Purchase date: (B)(6) 2011, this date is an estimate. I have contacted (B)(4) but not resmed. (B)(4).